Event description:
The company was informed that the pt experienced decrease in performance, some tenderness around the implant site, and development of facial stimulation. The pt's device was explanted and the pt was reimplanted with another advanced bionics cochlear implant.